Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set had separated tubing at an unspecified y-site during patient infusion with a sigma spectrum pump. As a result of the separation, the customer noted that the set was leaking. No blood loss was reported. No physical irregularities were observed on the set prior to the event. The nurse replaced the set and continued the patient's therapy without further event. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.